Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. Please confirm if the patient had an allergic reaction to triclosan? If yes, what was the treatment provided for the allergic reaction? When specifically did the wound dehiscence occur? Was any suture breakage seen within 2 weeks? What tissue was the vcp772d used (single interrupted suturing)? What was the condition of the tissue (healthy, diseased, infected)? What is the surgeon opinion for the causative factors for the wound dehiscence? What was the indication for the debridement? What is the indication for the tissue flap reconstruction? What tissue requires reconstruction? When is the recontruction scheduled?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the suture was used to close a surgical wound by single interrupted suturing. On (B)(6) 2017, the patient complained of wound pain and reddish inflammatory reaction was observed. The three stitches of the suture were removed and pus was discharged. The pus was cultured and the result was negative. Then reaction extended gradually and wound dehiscence occurred. The debridement was performed, however, as of (B)(6) 2017, granulation had not appeared yet. The surgeon opined that his way of suturing was usual and there is a possibility of allergic reaction due to triclosan. The patient is still in the hospital and hospitalization will be extended. It was also reported that the brood bud has not appeared yet and the symptom has not recovered. Tissue flap reconstruction became necessary and has been scheduled . Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please confirm if the patient had an allergic reaction to triclosan? ¿no information. If yes, what was the treatment provided for the allergic reaction? When specifically did the wound dehiscence occur? ¿no information. Was any suture breakage seen within 2 weeks? ¿no information. What tissue was the vcp772d used (single interrupted suturing)? ¿the vcp772d was used for the dermis. What was the condition of the tissue (healthy, diseased, infected)? ¿no information. What is the surgeon opinion for the causative factors for the wound dehiscence? ¿no information. What was the indication for the debridement? ¿no information. What is the indication for the tissue flap reconstruction? ¿no information. What tissue requires reconstruction? ¿no information. When is the recontruction scheduled? ¿no information.